Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, approximately 1 or 2 months after placement of the device, the locking adapter became detached when the right angle feeding tube was removed from the button. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good".

Manufacturer narrative:
The returned device exhibited a crack in the locking mechanism. The cause of the crack is undetermined. The cause of the reported malfunction (locking adapter detachment) is unknown.